Event description:
The customer's mother called to report that the customer was hospitalized for high blood glucose levels with a reading of 537 mg/dl. Prior to the event, the customer felt ill and was vomiting. The mother also stated that the customer experienced several no delivery alarms. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime, but the mother didn't have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.